Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Our investigations have shown that the positioning grooves on the screw have been widened up due to inadequate handling. It is likely that the surgeon did not use the dhs/dcs-centersleeve (B)(4) and caused the deformation of the grooves (clearly visible). As the groove is expanded and became damaged the plate does not pass the slotted end of the dhs/dcs screw anymore. The plate itself is still fully functional. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, after dhs (dynamic hip screw) was inserted in the femoral neck of the patient, the blade did not slide into the bolt. It was necessary to extract the screw. Once extracted, it was determined that the screw diameter is abnormally larger than the diameter of the orifice plate. A new implant was then used to complete the surgery. Due to the unexpected extraction; there was a reported surgical delay of thirty minutes this report is for 1 of 1 complaint (B)(4).